Manufacturer narrative:
Additional annex code added. This MDR is a supplemental to MFR report # 1710034-2024-01513. A device history record review was completed by our quality engineer team for provided material number 383516 and lot number 4117058. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of adapter / connector defective / damaged with lot 4117058 regarding item #383516. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of leakage at septum (nexiva) with lot 4117058 regarding item #383516.

Event description:
It was reported that both an adapter defect and leakage at septum occurred with the same device.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383516 and lot number 4117058. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Event description:
Material # 383516. Batch # 4117058. It was reported by customer that opening of extension tubing where the vent plug comes out of was oval shaped rather than circular, so the connecter had a hard time locking on a caused leaking. Verbatim: opening of extension tubing where the vent plug comes out of was oval shaped rather than circular, so the connecter had a hard time locking on a caused leaking. Describe patient /(hcp) / user impact - removal of IV. Customer will need label sent to him so he can send 1 case of the bad lot in for inspection. "When they remove the white cap from the tubing port, it seems that the shape is more oval than round and then there wasn't a good seal and was leaking. The other concern was that once the needle was removed, blood was leaking through that port which should be closed.".

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.